Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Diagnosis: recidiving luxation of total left hip prosthesis. Surgical date: (B)(6) 2017. Description of the surgery: "... Extraction of femoral head of ceramic and polyethylene, acetabular component and femoral stem well fixed, placement of ring 58 in acetabulum, impaction of retentive polyethylene that is well fixed, metal head of 28mm neck short, hip reduction, restrictive ring placement, stability check and hip mobility, closure by planes ... " complications identified by the surgeon: "when placing the ring, size 58 does not fit, appears to be larger than the circumference; then a size 56 ring is placed but on impact the polyethylene is not fixed, and neither with 56 polyethylene. 5mm it is cut from each side of the 58 ring and is placed hitting 58 polyethene and is now, well fixed." Claim in (B)(6) 2019: the patient tells dr. (B)(6) that he suffers a lot of instability. Reviews of x-rays suggest that the locking ring may be broken, and the constraining ring from the liner also appears to be out of position, suggesting that the liner may have moved from it's position.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.